Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device, a suprarenal aortic extension and two limb extensions on (B)(6) 2015. On (B)(6) 2016 a follow up computed tomography (CT) showed a potential type 3b endoleak and a possible 1b endoleak. The physician was able to confirm the patient had a type 3a endoleak with component separation between the limb extension and the bifurcated main body graft. The physician elected to implant two limb extensions in the left common external iliac to seal the endoleak. The patient is stable.